Event description:
It was reported by the customer that their insulin pump was alarming battery out limit and had a blank display screen. During troubleshooting, customer was asked if the device showed physical damage and customer stated the display screen was lightly scratched. Next, customer was asked to identify the brand of batteries used in the device. Customer stated generic brand and was advised to use approved alkaline batteries. Afterwards, customer was asked to insert approved batteries into device. Customer stated display returned and advised to monitor device. Customer's blood glucose level was 200 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).